Event description:
Complainant alleged that during a routine shift check by a clinician. The device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.